Event description:
It was reported that insulin gauge displayed an amount different than expected and fill estimate on pump remained static at 35 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this could happen when measured pressures used to calculate remaining insulin varied greatly and was informed that once actual insulin amount matched static display, fill estimate would begin counting down normally, and customer understood and acknowledged guidance.